Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found there was a contaminated vacuum flow path. He checked and cleaned the vacuum nozzle, vacuum tubing, and valve. He performed ise checks and precision which were within range. Calibration and qc results were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Sample 1 initial result was 152 mmol/l and the repeat result was 140 mmol/l. Sample 2 initial result was 165 mmol/l and the repeat result was 139 mmol/l. The doctor questioned the initial high results and the same samples were retested on a non-roche point-of-care instrument in the emergency department. The repeat results were believed to be correct.